Manufacturer narrative:
A pressure transducer printed circuit board (pcb) was replaced during on-site troubleshooting. The reported ventilator was returned to service after a successful pre-use check. The replaced part was discarded and not returned for investigation. The reported pre-use check failures were confirmed in received test logs. The logs show that the internal leakage test has been failing due to a small leakage since (B)(6) 2015 and the date of event is updated accordingly. According to the logs the flow transducer test had failed due to an error in the expiratory flow measurement. This fault would not affect delivered volumes to the patient. There is no indications in the logs that the observed pre-use check failures would have been caused by a faulty pressure transducer pcb. However the cause to the failures cannot be determined since the replaced part was not returned for investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).